Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 400-565 mg/dl. The customer was wobbly and incoherent. Bolus delivery and insulin injections were administered to address bg. Pump supplies were changed multiple times. Cause of elevated bg was not known; however, the healthcare provider recently lowered the pump basal rate and pump had been put through several x-ray machines. Ketones were present. Customer went to the emergency room on (B)(6) 2018 and was admitted to the hospital on (B)(6) 2018 for diabetic ketoacidosis (dka). Ketones were identified as being dangerous. Electrolytes and kidney function tests were "not right". Antibiotics (for cough), insulin drip, insulin injection and saline were administered to address bg/dka. The customer was discharged on (B)(6) 2018 with bg/dka resolved. The customer reverted to using manual injections for insulin therapy. After meeting with the customer, tandem clinical diabetes specialist reported the pump did not appear to be delivering the insulin properly.